Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a representative from claims management at the prescribing eye care provider (ecp) called to report that a patient (pt) was treated at a hospital emergency room (ER) and diagnosed with a corneal abrasion ou. The representative reported the pt experienced ¿blurred vision, and everything was gray because he/she could not see and the contact lenses were stuck to his/her eyes.¿ the representative reported the hospital advised the pt that the corneal abrasion was because he/she was ¿not properly fit for the lens.¿ the representative reported the pt was given drops but did not have the name. The representative reported the pt was seen in the emergency room and treated by another eye care provider. On (B)(6) 2016, the pt¿s prescribing ecp provided the following information: the prescribing ecp reported the pt was wearing acuvue oasys for astigmatism. The prescribing ecp reported the pt¿s parents reported the pt was seen at the emergency room two times because the lenses were sticking to his/her eyes. On (B)(6) 2026, the pt called to report the following information: the pt reported he/she was diagnosed with a corneal abrasion ou in (B)(6) 2016. The pt reported he/she had a pair of lenses that were ¿sticking to his/her eyes.¿ the pt reported he/she experienced blurry/foggy vision, foreign body sensation, and everything was "gray" after the third day of wearing the lenses. The pt reported he/she went was treated at a hospital emergency room because he/she had foggy vision and could only see shadows when he/she removed the lenses. The pt reported he/she was diagnosed with a bilateral corneal abrasion. The pt reported the ER advised the lenses were "fitting too tight and were cutting his/her corneas." The pt reported the ER discarded the suspect lenses. The pt reported he/she was prescribed an ointment but did not have the name. The pt reported he/she could not open his/her eyes for 10 days and used warm compresses. The pt reported he/she was seen twice at the ER and at hospital eye clinic for follow up visits every 2 weeks. The pt reported he/she also has severe dry eyes. The pt reported he/she has scarring in both eyes across the pupil and 2 outer scars os. The pt reported he/she currently uses over-the-counter (otc) lubricating eye drops (fake tears) 8-10 day as recommended by the doctor. The pt reported the eye clinic wanted to debride his/her eye because his/her scars were not healing correctly and were "curling up." The pt reported he/she was seen by another eye care provider. The pt reported the treating ecp advised his/her against the debridement and recommended he/she let his/her eyes heal. The pt reported he/she was prescribed another eye drop but did not have the name. The pt reported he/she the treating ecp is monitoring his/her vision and the healing of his/her scars and has completed his/her treatment. The pt reported he/she is no longer able to wear lenses because of the scarring. The pt reported his/her eyes still hurt and he/she experiences dryness. On (B)(6) 2017 the following additional medical information was provided: treating hospital emergency room medical records summary date of visit: (B)(6) 2016. Nursing assessment form: eye care provided by (B)(6). Last eye exam: 4 weeks ago. Chief complaint: visual acuity blurry ou, complains of floaters, sensitive to lights, denies flashes, ¿shadows of lights.¿ date of onset: (B)(6) 2016. Pupils: ou cornea clear, conjunctival injection. Physician¿s assessment: ¿(B)(6) female presents with blurry vision ou. Eyes felt dry yesterday. Today noted that vision progressive continued to blur. Describes as gray film. Has been using scl for 2 weeks. Denies any pain. No eye redness. No itchiness or watering. Pt stated that has history of dry eyes. Was started on lubricating tears 2-3 weeks ago. Contacts were sticking to eyes previously but not anymore.¿ slit lamp exam and lid flip: ext: os and od normal. Lids: os and od normal. Conj: papillae os and od. Cornea: severe superficial punctate keratitis (spk) os and od. Ac: os and od normal. Iris: so and od normal. Lens os and od normal. Ant vit: os and od normal. Dilated exam 0.3 ou. Discharge instructions: diagnosis: dense spk and corneal abrasion both eyes, soft contact lens associated, and blepharitis. Medications: ofloxacin drop gtts qid ou and polysporin ointment 1 application at bedtime ou. Follow up visit with ¿your ophthalmologist¿ and clinic 3-5 days. Treating hospital emergency room medical records summary: date of visit: (B)(6) 2016. Nursing assessment form. Last eye exam: (B)(6) 2016 at ER. Spk/abrasion ou. Nurse triage form. ¿pt with eye pain ou, 2 degrees spk/abrasion to contact lens wear. On oflaxacin drops and polysporin, started this morning.¿ date of onset: (B)(6) 2016. Physician¿s assessment: ¿(B)(6) year old female with cl history here for repeat exam in ER for worsened pain. Pt feels symptomatically worse. Did not get drops until this morning and only used ofloxacin.¿ exam: od: confluent spk/abrasion ~4 x 5 mm and with folds. No infiltrate. Os confluent spk, folds, no infiltrate. Bandage contact lens placed ou. Defer ¿ dilated yesterday with normal posterior, change in vision congruent with corneal edema. Discharge instructions. Diagnosis: corneal abrasion with edema. Plan at discharge: no cl wear/ bcls placed. Medications prescribed: polysporin ointment qid ou and tobramycin gtts qid ou f/u visit clinic 2-4 days. On (B)(6) 2017 the following additional medical information was provided by the treating ecp: the treating ecp reported when the pt was seen on (B)(6) 2016, he/she was new to the practice and diagnosed with ou corneal abrasions, blepharitis, and dry eye syndrome. The treating ecp reported the pt stated he/she stopped wearing cls the friday before he/she came into the office and also went to an ER. The treating ecp reported the stated pt it was recommended to stop contact lens wear, start preservative free artificial tears q2h, and to continue the polysporin ointment at bedtime that was prescribed by the ER. The treating ecp stated the pt had used the polysporin ointment from saturday to tuesday of the week he/she was seen at their office. The treating ecp reported the stated the pt kept the follow-up appointment on (B)(6) 2016 and noted that the corneal abrasion was almost resolved and the pt could gradually resume cl wear while using preservative free tears and to follow up again. The treating ecp stated the pt cancelled the appointment for (B)(6) 2016. On (B)(6) 2017 the treating ecp provided the following additional information: the treating ecp reported the pt has two visually non-significant corneal scars but is not able to determine if the scars were from a recent or past event. On (B)(6) 2017, the following additional medical information was provided: hospital eye clinic medical records summary date of visit: (B)(6) 2016. Patient visit: new patient. History of present illness: corneal abrasion. The (B)(6) female presents for follow up of bilateral corneal abrasion. Seen in wer ER dept (B)(6). Started on polysporin ointment and tobramycin 4 times daily in both eyes. Currently bandage contact lenses in both eyes using tobrex qid. Her pain level today is 4-5/10. She stated she is extremely photophobic and her eyes burn whenever she tries to open them. Limited work up, unable to access vision. Lp with eyes closed and extreme discomfort. Ocular medications: ofloxacin 0.3% eye drops, instill gtts every 3 hours into right eye. Systemic medications: polysporin, apply 1 cm of ointment inside lower lids of both eyes every 2 hours. Visual acuity: va od lp 20/70 and va os lp 20/50. External examinations: pupils: os and od pupils equal, round, reactive, no apd confrontational visual fields: os and od confrontation fields full to finger counting. Motility: os and od eom is full. Adnexa: os and od adnexa normal. Eye lids: os and od injection. Slit lamp examination: conjunctiva: os and od 3+ injection lids everted. Cornea: od: 6x6mm epi defect, surrounding loose epithelium and dense spk os: ~4-5mm epi defect, dense surrounding spk. Iris: os and od iris normal. Anterior chamber: os and od anterior chamber is deep and quiet. Lens: os and od clear lens. Ophthalmology impression/plan: assessment: corneal abrasion w/o fb of eye, initial encounter. Impression: corneal abrasion w/o fb of eye, initial encounter. Plan: large corneal abrasion od >os. ¿pt was seen in wer on (B)(6) and diagnosed with diffuse dense spk, no infiltrate ou and started on oflaxacin qid and polysporin ung qhs. Pt went back to wer the following day as eyes were worsening ou. Pt was diagnosed with corneal abrasions ou and bcl was placed ou and pt was instructed to use polysporin ung qid and tobramycin qid.¿ ¿pt presents for follow up visit today. Pt states, since the wer visit on (B)(6), pain has increased, pt unable to open eyes 2/2 pain/photophobia.¿ exam today: od 6x6 mm epi erosion with surrounding loose epithelium and spk. No infiltrate, diffuse brawny corneal edema. Os 4 x 5 mm epi defect with dense surrounding spk, no infiltrate. Ac quiet ou, no hypopyon. Imp/plan: ¿pt to see cornea for evaluation today¿ cornea: as above. Unclear why large epithelial defects ou. No infiltrate. No evidence acanthamoeba. Denies anesthetic abuse. Suggest abx ointment q2h wa ou. F/u 1-2 days, sooner prn. Treating eye care provider medical records summary: date of visit: (B)(6) 2016. Reason for visit: ¿pt stated wearing new cls ¿ with a new brand of solution (clear care) was using for 1 weeks. Va got foggy, took out cls, went to ER. Sat. Eyes started burning and fbs, redness.¿ stopped tobramycin, on polysporin ou. Va: os 20/40 and od 20/40. Had bandage contact lens. Od: 1+ meibomian gland dysfunction, spk, 1+papillae, se haze, central healing line, diffuse spk os: 2 peripheral scars, se haze, negative epi defect. Diagnosis: k -abrasions ou, k -sicca ou, blepharitis ou. Treatment plan: continued ointment hs. Received preservative free and tears ou, q 2 hours no cl wear. Treating eye care provider medical records summary. Date of visit (B)(6) 2016. Reason for visit: f/u for abrasion ou, systane every 2 hours ou, blepharitis ou ¿pt has not been wearing cl¿s, vision still slightly blurry with glasses on. Negative for pain, redness, and burning.¿ va: od 20/25 +1 and os: 20/50. Od: negative epi defect, mildly decrease 1 l ou, negative staining. Os: negative epi defect, 2 faint stromal scars between 6 and 8 o¿clock. Diagnosis: des ou, mild, resolved corneal abrasion¿s ou. Treatment plan: okay to gradually restart cls. Preservative free tears ou 3 weeks follow up. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0030z6 was produced under normal conditions. The suspect product has not been returned for evaluation. This report is for the pt¿s os event. The pt¿s od event will be reported in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.